Event description:
The pt had a fracture at one third of femur at the end side on (B) (6) 2008 and treated with antigrade t2 femoral nail at another hospital. After seven months the nail fractured. The pt visited this hospital after one year of the nail fracture and the surgeon found that the pt had non union and decided to revise the nail. The surgeon replaced fractured t2 nail with a t2 scn long nail on (B) (6) 2010. The surgeon thinks that the reasons the t2 nail fracture were poor blood supply and early full weight bearing at the one month after surgery.

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.